Event description:
This report is being conservatively filed against the steerable guide catheter, possibly contributing to a worsening atrial septal defect. It was reported that on (B)(6) 2022, the patient presented with functional mitral regurgitation (mr) grade 4+, mean mitral valve gradient 3mmhg. Two mitraclips were successfully implanted, reducing the mr to grade 2+, mean mitral valve gradient 4mmhg. There was a pre-existing atrial septal defect (asd), treated with a closure device. It is unknown if the sgc contributed to a worsening of the asd. On (B)(6) 2022, the gradient had increased to 10mmhg. The physician was satisfied with the results despite the gradient. There was no device malfunction. Per physician, the asd closure may have attributed to the increase in gradient. There was no complaint against any mitraclip device. Reportedly, the patient feels great. There was no adverse patient sequela and no malfunction. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was discarded and will not return. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation was unable to be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.